Event description:
It was reported that during the procedure of an open reduction internal fixation (orif) of the right distal humerus fracture, a 1.6mm k wire was used provisionally to hold intra articular reduction. The wire was removed and about 25mm of the tip of the wire remained in the bone (sheared/broke). It was required to improvise and remove the wire because of the concern that it was partially in the joint and be an issue for elbow articulation. There was a 30 minute surgical delay. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Retract implant/explant date, created in error.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.